Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.7,g.3, h.6 reason for reoperation: "optical deformation on the outside of the right breast," and concern with the product.

Event description:
Additionally, patient reported "optical deformation on the outside of the right breast," and concern with the product.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis of the photographs identified: red particles on the surface shell. Opening. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Physician has reported "implant rupture". Device has been explanted. This relates to the right side